Event description:
It was reported per email medication cassette reservoirs with flow stop was under-delivering medication. No patient injury reported.

Manufacturer narrative:
Additional information was received indicating patient details, updated a2,a3.